Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise resulting in oversensing was noted on a stored egm. Further testing was recommended. Lead remains implanted. The patient will be monitored through remote transmission.